Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, and after review of the revision operative note metallosis was noted. There was no mention of any grinding or clunking as previously stated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. X-rays were received and reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and mechanical issues, such as grinding.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12 apr 2018: pfs, ppf and medical records received. In addition to what was previously alleged. Pfs alleges injury, soreness and clunking sensation, ringing in ears and numbness. Pff has no allegation. After review of medical records for MDR reportability, the patient was revise to address failed metal to metal total left hip arthroplasty. Revision notes reported there was some metallosis in the trochanteric bursa, has metal staining of the joint capsule, unsuccessful dislodging the liner and cup and decided to remove entire acetabular construct and with minimal bone loss. MRI of the lower extremity reported left hip arthroplasty that there is a large left greater trochanteric bursal fluid collection, edema is noted and trochanteric bursitis. Clinic visits reported pain, memory loss, and redness. (B)(6) 2014 MRI musculoskeletal pelvis reported trochanteric bursitis, fatty infiltration, atrophy left quadratus femoris muscle. Mild bony cystic change in the right acetabulum and there is tearing of superior labrum.